Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited low impedance measurements, low amplitudes, high thresholds and loss of capture (loc). The lead was surgically abandoned and replaced without incident. Besides surgical intervention there were no adverse patient effects reported.